Event description:
A (B)(6) female with idiopathic thrombocytopenic purpura had a port-a-cath placed initially on (B)(6) 2010. When attempted to use in (B)(6) 2011, port not functioning and x-rays showed leakage of the catheter just proximal to where it entered the subclavian vein. On removal of catheter, it was noted to have a complete transection of the distal portion of the catheter at approximately 9 cm. Unable to see fragment on intra operative fluoro or cxr. Post op CT with contrast completed which confirmed location of distal portion of catheter. Subsequently retained catheter fragment extending from left innominate vein into right innominate vein successfully removed by interventional radiology.